Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box e. The following correction has been updated in this report. In box e: reporter country has been corrected.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device is turning on and off by itself. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn low intensity white led failure. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.